Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver an unspecified medication and delivery was started. No specific programming parameters were provided. On (B)(6) 2012, between 2056 and 2200, the customer contact reported the device alarmed multiple times for proximal occlusion. It was reported that the alarms were cleared and the delivery restarted. After approximately 12 hours, the customer contact reported the device display indicated 945ml had been delivered; however, the medication container was full. The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional information was provided, including if therapy was resumed with a replacement device.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.